Manufacturer narrative:
The returned lens was evaluated to have one broken haptic as reported by the facility. This report was mailed in to FDA on: 2/21/97.

Event description:
Hosp reports haptic broke during insertion and physician had to widen wound to remove lens. Follow-up with physician; he reports that haptic broke while lens was being implanted.